Event description:
Boston scientific received information that the patient with this device collapsed at home and was reportedly asymptomatic prior to the incident. Medical personnel were called to assist, at which time CPR was administered. All external efforts were unsuccessful and the patient passed away on site. No post-mortem interrogation was performed and the device was buried with the patient. The physician¿s clinical assessment reports a sudden death due to a fatal arrhythmia. In the absence of confirmation if the device performed as intended, the clinical investigator has stated that device involvement could not be dismissed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.